Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of intimal dissection and ischemia are listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the mid right coronary artery. The lesion was pre-dilated with a semi-compliant balloon. Then a 2.5 x 48mm xience xpedition 48 was deployed at the lesion. A dissection was then noted afterwards and there was slow flow. A 2.5 x 18mm xience prime was used to successfully cover the dissection and timi iii flow was achieved. There was no adverse patient sequela reported. No additional information was provided.